Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 45 stapler would not open or close in the abdomen. The procedure was completed with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the mega suturecut needle driver instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did obtain the following information from the customer: the jaws were not stuck on tissue when the issue occurred. Since the instrument could not be opened and closed after insertion, it was removed outside the patient body immediately, so it did not touch any tissue. Isi did receive the sureform 45 stapler to perform failure analysis (fa). Fa was not able to confirm nor reproduce the reported complaint. Visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly on multiple attempts. Review of msc and dsp logs were unable to verify any failures. The instrument was fully functional. There was no problem detected. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. The probable root cause cannot be determined based on the information provided and failure analysis results as failure analysis investigations and in-house testing of the returned product revealed no product-related issues in association with the customer reported event.